Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: during investigation, there was evidence of short battery life illustrated with multiple ¿cs128¿ alarms on 8/22/17. The pump alarmed with ¿cs128¿ alarm upon confirming ¿verify¿ screen. Reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. A unity zippy v 6.3.0 was used to upload test code v 1.1.12 to master processors. Commander v1.1 was used to test the slave processor voltage reading.4-slave processor u17 read below spec at 0.362v, a processor built-in analogue to digital converter (adc) failure was concluded. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.